Event description:
It was reported that customer experienced multiple intermittent occlusion alarms. The customer's blood glucose was 540 mg/dl. A correction bolus was delivered to address bg level. Reportedly, the customer had been using the pump supplies for over 2 days. The customer was educated that supplies are indicated for use for up to 2 days. Customer changed cartridge and infusion set to address the issue.